Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain, swelling," and "infection." Device has been explanted.